Event description:
It was reported by service report that the IV pole snapped off and there were sharp edges around the broken weld where the IV pole was mounted. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: IV pole, IV pole pivot weldment.